Event description:
The device was explanted after an implant duration of 70 months due to "battery depletion". The device was returned to the manufacturer for analysis. No patient symptoms were reported. The patient was receiving morphine via the pump. The device was replaced with a similar device.

Manufacturer narrative:
Final device analysis reveals drug related-clogged/cracked pump tube. Pace drug assay detected metabisulfite-drug was not preservative free.